Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to leak during preimplantation testing, and that a new valve was used to complete the procedure. No impact or injury to the pt was reported as a result of this event.